Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during investigation, there was moisture observed in the display. A leak test was performed and failed due to a display lens leak. The pump was opened and there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that the pump had "failed." No further information was provided. Animas customer support made several attempts to follow up with the reported for more information; however, the reporter did not respond. There was no indication that the reported issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery to the patient.